Event description:
The account's maintenance stated that the head of the bed will rise but it will not lower.

Manufacturer narrative:
The account's maintenance replaced the auto contour to repair the bed.